Manufacturer narrative:
Per the instructions for use, "possible adverse effects: include:"bending, fracture loosening or migration of the implant..."

Event description:
It has been reported that two screws implanted are broken.patient outcome: no adverse effect reported as a result of this event.